Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was overstimulation and new pain. There were high impedances, contact 8 is greater than 40,000. There was shock and intermittent stimulation. Rep ran an impedance check. The existing programming was not utilizing contact 8 (that had high impedances). Rep could not replicate the intermittent stimulation or random shocks. Rep created an additional program for the patient to try. Rep recommended he also try using the stimulator with the amplitudes lower and see if therapy effectiveness improved and inconsistent stimulation improved. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.